Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v332626, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient experienced a loss of change of therapy. The patient's issues with incontinence worsened in the last month at the end of (B)(6) or beginning of (B)(6) 2015. With the device, the patient normally had issues of incontinence, but not like it was prior to implant. The device gave the patient their life back; they still worried, but the device bought them time. It had a lot to do with how bad the patient's colitis was and when it was liquid, they normally had issues. In the past month, the patient had more stress, so that's what they thought it was. The patient had more diarrhea, accidents, and urgency with not enough time to get there. Normally with the device the patient was not just coughing and pooping their pants and they were not bending or squatting and their bladder emptied. The patient did not feel stimulation when using their patient programmer to increase stimulation on (B)(6) 2015. The patient used their programmer to check and it did not show low implantable neurostimulator (ins) battery. The patient increased stimulation, lowered it, turned it off and back on, changed programs, changed back to their normal program 1, and lowered it again. In the last few days, stimulation made the patient jump. The patient still felt stimulation in certain positions and one of the jolts made the patient jump and land on the floor. Even after turning stimulation off, certain positions caused the feeling of stimulation that made the patient jump. The patient had medical procedures that could be related to the issue. Prior to getting the implantable neurostimulator (ins) the patient had a lift on their bowel due to incontinence in 2009. The patient had botched rectal prolapse surgery, bad ulcerative colitis, their muscles got too weak, had recurring rectal prolapse along with cervical prolapse that sat on their bladder and destroyed the bladder, and they did the lift. Occuring after implant, the patient had a forced hysterectomy in 2010. The patient had a joint replacement in their foot twice in (B)(6) 2014. The patient had shoulder replacement surgery in (B)(6) 2015 and they always turned stimulation off during the procedures. The patient had a mammogram and they found a lump in their breast and they had to get some x-rays. The patient had their tendons let go. There were no falls or trauma that could be related to the issue. The steps taken to resolve the issue was that the settings were adjusted, which helped, but there were unfixable issues. The battery also needed to be replaced so the patient would be needing replacement soon. The indication for use for this patient was gastrointestinal/pelvic floor.